Event description:
It was reported that the device was not functional. No additional information.

Manufacturer narrative:
Corrected data: event date unknown. Event occurred while in use with patient. Unknown if adverse effects.